Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the last 3 to 4 months, the pump battery was noted to be depleting quickly. At the time of the call, it was reported that the battery had dropped from 100% battery life to 20%, within one day, and subsequently shut off. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until a replacement pump arrived.